Manufacturer narrative:
On 26-oct-2025, bwi received additional information regarding the event. The intervention provided was left upper lobe resection was performed in (B)(6) 2025. No relevant tests/laboratory data or other relevant history/preexisting condition. Form updates: section b2 "is hospitalization initial/prolonged" and "is required intervention" were selected due to the additional procedure. Section h6 health effect - impact code was updated to "hospitalization or prolonged hospitalization" (f08) and "surgical intervention" (f19). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31469391l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and seven months later the patient experienced (lspv) left superior pulmonary vein stenosis. No extended hospitalization occurred. The physician's judgment on health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was unknown. No abnormalities observed prior/during use of the product. Ngen generator was used for the procedure.